Event description:
Additional information received reported that impedance testing was performed on the day of surgery. It was noted that the patient had no falls or trauma. The device was connected to an adaptor and to an implantable neurostimulator (ins). There was "normal battery depletion". The patient was receiving effective therapy after the procedure.

Manufacturer narrative:
Product ID 3487a-33 lot# j0461506v, implanted: 2005 (B)(6); product type lead product ID 3487a-33 lot# j0461506v, implanted: 2005 (B)(6); product type lead product ID 3487a-33 lot# j0461506v, implanted: 2005 (B)(6); product type lead product ID 7435, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 3487a-33 lot# j0461506v, implanted: 2005 (B)(6); product type lead product ID 748925, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748925, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID neu_adaptor_acc, implanted: 2013 (B)(6); product type accessory product ID neu_ins_stimulator, implanted: 2013 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient was "having the implantable neurostimulator (ins) changed out". The reporter did not know if there was any battery longevity concerns. It was stated that the patient did not want to recharge, so they were replacing the ins with a non-rechargeable ins. It was stated that one of the patient's leads had high impedances so they were planning on replacing the lead and/or extension, but they were unsure. Additional information received reported that the patient was in the operating room and she was having a lead revision done on the "4-7 port". It was stated that the patient was "going into the case as a battery change and a possible lead revision". The patient had "???" For two impendence values and she was not feeling stimulation on the right side of her leg. It was stated that the leads/extensions were connected to an adaptor and then they were connected to a new battery. The impedances were within range. The patient was programmed afterwards and she felt stimulation in "all areas needed" including the right side of her leg. Additional information received reported that the leads were not removed and neither were the extensions. Only the ins was replaced.